Event description:
The customer initially called to report that, the vibrate function was no longer functioning. The customer then stated, she was hospitalized for low blood glucose levels. The blood glucose level was not reported. The displacement test was performed and the insulin pump passed the test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.